Event description:
The customer reported, while performing a correlation study between total beta human chorionic gonadotrophin (tbhcg) assay and hcg5 assay, two patients' samples had discrepant results involving the access® 2 immunoassay system. The customer indicated the patients' results were released out of the laboratory. There has been no report of patient consequence or change in patient treatment associated with this event. The customer noted the difference between some results exceeded the expected ~30% difference and was not within the assays' specifications. The serum samples are stored frozen. The samples are mixed prior to re-centrifugation at 3,000 rpm (rotations per minute) for five minutes. The samples are then analyzed in 13x75 mm tubes. The customer noted there were no issues with system checks, calibrations, or quality control (qc). A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed system verification and noted the pipettor tubing was full of bubbles and the utility assay was disabled. The fse enabled the utility assay and replaced the precision pump seals, precision valve components (rotor, stator, seal, and cap). The fse performed dilution test and noted the coefficient of variation (cv) was elevated. The fse verified the ultrasonics and re-baselined all voltages. The fse verified all pipettor alignments and made a minor realignment. The fse repeated the dilution test and it continued to fail with elevated coefficient of variation. The fse replaced the pipettor tip and verified voltage. The dilution test was repeated with an initially low repeat result but then was normal. The fse then installed a new transducer and performed all alignments and voltage adjustments. The fse performed the dilution test and the initial repeat was low. The fse installed the precision pump that was previously rebuilt and obtained a lower coefficient of variation (cv). The fse performed system performance testing and completed a 15-repetition dilution hcg testing. All test results were acceptable. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the precision pump is the likely cause of the event. The issue was resolved by rebuilding the precision pump, which consists of multiple parts. Beckman coulter continues to track and trend any incident related to this issue.